Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. Corrected: d3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent the surgery via bha for femoral neck fracture for the femur with the cement in question. When cement was being mixed, the liquid did not fall out of the funnel. Therefore, the cement in question was considered defective, and another product was used. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent the surgery via bha for femoral neck fracture for the femur with the cement in question. When cement was being mixed, the liquid did not fall out of the funnel. Therefore, the cement in question was considered defective, and another product was used. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. A manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device. Additionally photos were provided for review. Visual analysis of the returned device found that the cement has not even been mixed. Since the cement wasn¿t even mixed, it can only be assumed that after adding the liquid, there was a difficulty in starting the mixing, which may have been interpreted as the cement already starting to set. There might be several reasons for this, but given the long period of clinical use of this product user error or unfamiliarity would be most likely the cause. However as no valid lot number was provided for this device a proper retain sample test was not able to be performed and the reported condition cannot be confirm. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the vmp endurance 80g would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device. H11 additional narrative: corrected: h3.